Manufacturer narrative:
Current labeling states: "to avoid potential injury to the lungs pleura, exercise caution when deploying markers near pleura target sites". Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
The site reported that after a superdimension case for marker placement of 2 markers, the pt had a 40% pneumothorax. The physician commented that one of the markers may have caused the pneumothorax. The pt was kept in the hosp overnight for observation and was released the next day. No chest tube was required.